Manufacturer narrative:
Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high" on the continuous glucose monitor. The customer administered a correction bolus via the pump to address the bg. Tandem technical support performed a full pump system check and verified that pump was operating appropriately. Reportedly, the cartridge had been used beyond labeling. Tandem technical support educated the customer on insulin labeling. Recommendation was made to consult with a healthcare provider regarding diabetes management.